Event description:
Pt with abdominal pain, admitted and surgery performed. First postop day, antiembolic stockings removed, pulses palpable; 2nd postop day, stockings removed - legs cold, cyanotic, pulseless. No edema noted. Arteriogram: atherosclerotic plaque with stenosis - right iliac artery; occlusion left iliac artery. Concern: low cardiac output with resultant decreased urinary output, hypoxemia. Acute arterial occlusion due to low cardiac output or immobility. Antiembolic stockings removed once a day per insert content in package. Antiembolic stockings may have contributed secondarily to decreased vascular perfusion. Unknown affect of stockings on arterial system.